Event description:
It was additionally reported that the pump was turned off intentionally again when the patient returned to the operating room and was placed on bypass for a graft to their right coronary artery (rca). It was restarted when the patient was weaned off of bypass.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the retrieved log files from the returned system controller. The account reported that the alarms were due to right heart failure (rhf). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported rhf could not be conclusively established through this evaluation. Additionally, review of the retrieved and submitted log files confirmed pump stop events consistent with the report of the surgeon intentionally stopping the pump multiple times. The controller event log file retrieved from the returned system controller contained relevant events from (B)(6) 2023. A continuous low flow alarm was captured throughout the entire file. An intentional pump stop was also captured, which was consistent with the report of the surgeon stopping the pump for the first time. The pump was restarted 28 seconds later and resumed operation at the fixed speed without issue. The driveline was disconnected shortly after, causing the pump to stop again. This was consistent with the report of the surgeon stopping the pump a second time for a controller, power module, and heartmate touch exchange. The submitted controller periodic log file following the controller exchange captured intentional pump stop fault flags on (B)(6) 2023. These findings were consistent with the report of the surgeon stopping the pump on this date and placing the patient on bypass while a graft was placed on the patient's rca. Following this event, the pump resumed operation at the fixed speed without issue. No other notable events or alarms were observed. The pump appeared to function as intended at the fixed speed. The submitted left ventricular assist device (lvad) event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate (hm) 3, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also instructs to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6 of the IFU, "patient care and management (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms (lfa) upon initiation of pump intraoperatively. The pump was stopped once and restarted. It was stopped a second time, and the doctor requested a system controller exchange as part of the troubleshooting process. It was also noted that the power module and heartmate touch were exchanged to facilitate the controller exchange with no resolution of the low flow parameter. The doctor reported that there was some discrepancy in parameters between the primary (B)(6) and backup controller (B)(6) and requested return of the primary controller. It was noted that the replacement controller had a higher flow and a decreased pulsatility index (pi). The patient was hemodynamically stable in addition to the lfas and didn't experience any symptoms as they were intubated and sedated. It was stated that the cause of the lfas was likely due to right ventricular (rv) failure, and the patient ultimately received a right ventricular assist device (rvad) with resolution of the low flows. The patient had since had the rvad removed and was stable in the intensive care unit. It was noted that the rv failure didn't exist pre-left ventricular assist device (lvad) implant, and it was unknown whether the device caused or contributed to the rv failure. Log files of the new controller (previously the backup controller) were sent in on (B)(6) 2023 and contained 127 pi events between 18dec2023 and 19dec2023. Related manufacturer reference number: (B)(4) (controller).